Event description:
Per the clinic, the patient experienced an infection and skin flap inflammation at the coil area (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report. The symptoms resolved.